Manufacturer narrative:
(B)(4). Investigation summary: this is an evaluation of a picture sent by the account. The picture is an image of what appears to be a harmonic device on its package, where you can see a line of what appears to be the seal of the tyvek. The manufacturing records were reviewed and the manufacturing/packaging criteria were met prior to the release of this batch. No conclusion could be reached as to the root cause of the reported issue. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event.

Event description:
It was reported that during an open pancreatectomy, the harmonic device was removed from the box and the sterile packaging was missing the tyvek covering. The product was discarded and a second like kit was used to complete the procedure. There were no patient consequences reported.